Event description:
In 2009, the lay-user/reporter contacted lifescan alleging that a one touch select meter had read inaccurately high. The pt manages her diabetes with sliding-scale insulin based on her meter readings. The reporter indicated that the alleged issue started two days prior to contact lifescan, at 7:00pm. She alleged an inaccurate high meter reading of "259 mg/dl." Based on the meter reading, the reporter claimed that the pt took too much sliding-scale insulin. Five hours after the alleged issue began, the reporter claimed that the pt developed symptoms of shakiness and sweating. The reporter denied that the pt received treatment because of the alleged issue. The reporter did not have control solution for troubleshooting. The meter was reportedly set to the correct unit of measurement during the time of concern. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms that can be associated with a serious injury after taking sliding-scale insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.